Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Concomitant medical devices: z.s.g.m. Cutter 1.5:1 ratio caution: sharp; catalog number: 00-7703-015-00; serial number: (B)(4). Telephone number: (B)(6).

Event description:
It was reported during testing that the cutter is not performing to standard. No adverse events were reported as a result of this malfunction.

Event description:
There is no additional information.

Manufacturer narrative:
(B)(6). Review of the most recent repair record identified the following related repair: a pre test cut could not be performed due to a damaged comb, the bottom roller and gear, and side plates were worn, and the ratchet was jammed. The comb, bottom roller, roller gear, and side plates were replaced, and the ratchet was lubricated and cleaned to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Devices are used for treatment. A definitive root cause cannot be determined. The event is confirmed.